Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional on (B)(6) 2017 reported when asked the cause of the motor stall it was stated that logs say motor stall. The drugs in the pump at time of motor stall were morphine sulfate (ms) 13mg/ml and bupivacaine 23.6mg/ml. The patient's weight at time of event was (B)(6) pounds. No further complications were reported/anticipated.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving an unknown drug via an implantable pump. The indications for use were non-malignant pain and failed back surgery syndrome. It was reported a motor stall was seen at initial interrogation. It was unknown if the patient recently had an MRI. The company representative stated they hadn¿t seen any telemetry yet but reported that the healthcare provider feels the stall requires the pump to be replaced as soon as possible. The company representative did not have specifics but stated the stall occurred sometime over the weekend and the patient went through a mild withdrawal. The patient was taking concomitant oral meds so the withdrawal was not bad and was mild. The reporter would be discussing the replacement with the healthcare provider. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from consumer on (B)(6) 2018 reported there was a pump failure. The patient had injuries of hospitalization, pain, and withdrawal (previously reported. The date of injury was noted as 2016- date of pump motor stall, which is conflicting information to the previously reported event date of (B)(6) 2017. The pump explant was pending. No further complications were reported.